Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID pnma01411a004, serial# unknown; product type recharger product ID 37791, serial# unknown; product type recharger. (B)(4).

Event description:
The consumer reported that there was a recharging issue, poor coupling with recharging. There was difficulty achieving and maintaining coupling. The patient did not think a new antenna would resolve the issue as the clinician programmer also had communication issues with the implantable neurostimulator (ins). It was noted that a new recharger antenna was requested by the manufacturer representative (rep) and health care professional (hcp) before moving forward with other troubleshooting. Repositioning the antenna did not solve. There were no symptoms reported. The event date was (B)(6) 2015. The patient reported that their belt broke. It was noted that the recharging waist belt was damaged. Replacement was requested to rule out recharger in coupling issue before revision. Additional information was received indicating that an incorrect part was sent to the patient, a belt was ordered for the patient but that the patient needed an antenna for the recharger. It was later noted that there was a damaged antenna. Later, it was reported the implantable neurostimulator recharger (insr) would not take a charge. Additional information received from the consumer reported that the patient still had difficulty maintaining 8 bars after the antenna was replaced. Currently, they were problem solving about possible solutions. It was noted the patient felt the process of getting the equipment was extremely frustrating and inefficient. Relevant medical history included non-malignant pain.